Manufacturer narrative:
(B)(4). Evaluation: results: other (device evaluation pending).

Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 3.0mm, was intended to treat an 80% stenosed lad lesion in a pt. It was reported that a slow inflation rate and slow deflation rate was observed on cine film. The device was inspected before use with no abnormalities noted. Negative prep was performed before use with no abnormalities noted. The lesion was aspirated prior to direct stenting with the resolute stent. On removal from the pt, it was reported that the balloon was not fully deflated. The contrast solution mixture was the normal 1:1 ratio. The stent was implanted and the post procedure result was good. No pt injury occurred and no clinical sequelae have been reported.